Manufacturer narrative:
Evaluation revealed the drill, tri-flat t2 humerus ø3,5x230 mm to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the item had been in use for more than 5 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The received drill showed traces of an intense and frequent use. The cutting edges of the drill were worn and covered with dents. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral of the drill was sheared off at the level of approx. 2 mm from the tip. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. In the case presented the affected drill had been used after finishing the implantation of a proximal humerus nail and screws for implanting another screw in order to fix the greater tuberosity. As the drilling had been done freehand without the intended target device, the drill had hit the implanted humerus nail or one of the screws and broke. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to a deviation from the surgical technique. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
T2 ph surgery was performed. After all implantation, the surgeon tried to fix the greater tuberosity with just a screw and drilled with freehand. At that time, the tip of the drill contacted the nail or screw and broke. The broken tip was remained to the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
T2 ph surgery was performed. After all implantation, the surgeon tried to fix the greater tuberosity with just a screw and drilled with freehand. At that time, the tip of the drill contacted the nail or screw and broke. The broken tip was remained to the patient.